Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon fragmentation occurred. The 70% stenosed target lesion was located in the perineal trunk. While withdrawing the 15mm x 2.75mm nc quantum apex mr balloon catheter from the lesion, the device was observed to have "sheared" about mid-way close to the distal tip in a non-bsc device. The fragment was flushed from the patient. No further patient complications were reported. The procedure was completed with this device and the patient condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).